Manufacturer narrative:
The ssd (lot# s3z6nw0k712722m) was returned for analysis. Analysis found that there was a software failure, the oc was corrupt. The returned ssd was booting to a black screen with a blinking cursor. It was noted that pressing "ctrl, alt , delete brought up the grub menu and the issue was fixed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, software version: 1.0.2. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735999r, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed the solid state drive (ssd) was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. While in the procedure during navigation, the system rebooted itself. Also , when attempting to log into the application, the on screen keyboard showed all question marks. Upon rebooting the system, the "ubuntu" menu appeared. Technical services attempted to walk the site through the advanced options menu, but the software would not allow them to enter the advanced options menu. The procedure was completed by aborting navigation. The issue resulted in less than one hour procedure delay. There was no impact on patient outcome. No complications were reported/anticipated.